Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The service technician found a green ground wire that was pushed in from the male odu connector on the pump. The odu connector was repaired. The technician checked the pump motor speed, performed functional tests, and verified that the pump met factory specifications. The defective connector was not returned to the manufacturer. Reference: (B)(4).

Event description:
On (B)(6) 2013, (B)(6) hospital, (b)(46, reported that on (B)(6) 2013 the hl-20 rpm 20-320 single roller pump (article number: 70102.8674, serial number: (B)(4)) shows a "belt slip" error message. Reference: (B)(4).